Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor would not light up. Troubleshooting was initiated and the customer was able to resolve the issue; however, when he removed the sensor from his body the electrode was missing. The sensor will be returned for analysis.

Manufacturer narrative:
Findings: inspected 1 opened/used enlite sensor and found sensor broken with missing parts. See attached photo for details. Unable to confirm customer received sensor damage due to customer returned opened/used.